Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect compressor assembly is available for analysis and a return goods authorization (rga) has been issued. At this time, vyaire has not received the suspect compressor. In the event that the compressor is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the internal compressor failed to cycle on during power up on this ventilator device. The customer reported a "loss of gas" alarm and "compressor rotor locked" error in the error log of the device. The customer stated no patient involvement with this event.